Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that the site's straight suction is damaged. There was no further information provided. No patient present. 2020-jan-21 it was reported that the site's straight suction was is not verifying.